Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation the electrode belt failed an ECG falloff test. The cause for the failure was isolated to the connector to ECG "c" and ECG "d" cable not being properly seated with the j501 component. The root cause for the unseated connector could not be positively identified. No adverse event resulted from the defective electrode belt. Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery fault) was confirmed. As received, the battery pack was unable to power a test monitor. Upon evaluation, the nickel busbar tabs at the pad were loose. The cause of the non-functional battery pack is the loose busbar. The root cause of the loose busbar cannot be positively identified. No adverse event resulted from the defective battery. Device manufacturer date electrode belt: 05/02/2019. Battery: 05/07/2019.

Event description:
A us distributor reported that a patient was receiving adjust belt messages and experiencing battery faults.